Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-03508.

Manufacturer narrative:
Eval codes: results- the event was not confirmed through product analysis testing. The 3186 lead was not electrically tested due to the explant damage. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.